Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. Approximately 50% of the solution was infused. The device was filled with 1800mg of aciclovir in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.